Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on the tip and plunger clamps in the reported problem areas of the pipette assembly and the tip wipe assembly had a broken mounting piece. Three lld contact springs, two tip clamps, a plunger clamp and the tip wiping unit were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.